Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the issue was caused by a faulty lock lever of the video connector. However, the cause of the faulty lock lever of the video connector was not established. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, during the device inspection. That the subject device exhibited a worn out lock latch on video connector, causing loss of image when wiggle the scope end connector. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.